Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 462 mg/dl and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly treated the hyperglycemia with multiple daily injections. The reporter alleged the ump had no power. The reporter denied damage to the pump and battery cap. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a ¿no power¿ issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the pump was unresponsive. There were no vibratory or auditory alarms and the display remained blank. The no power complaint was duplicated. Unrelated to the original complaint, corrosion was found in the battery compartment. The battery cap was not returned and a test cap was used for testing. The battery compartment was cracked above and below the bumper pad. The pump cover was removed to find no further evidence of moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.